Manufacturer narrative:
Eval summary: x-rays and surgical notes were not provided. No info on the revision arthroplasty was provided. Pt build, weight, height, and activity level are unk. The implants were in-vivo for approx 35 months. Given the info provided, a definitive cause for the experience of pain cannot be determined with certainty. The device history record for the stem was reviewed and found to be conforming to mfg, inspection, and packaging specifications. Since the implants were not returned, no analysis was possible and their condition is unk. The record of operation showed the diagnosis for the original thr was degenerative joint disease. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain.